Manufacturer narrative:
Pump error 25 due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.